Event description:
The patient has a history of placement of an obtryx tvt with a transobturator tape. Since that procedure, she has had a pulling pain in the left buttock and left groin. She has also had intermittent numbness in her entire left foot. She has had prior workup with negative emg and negative spine imaging. On exam, palpation of the mesh, particularly on the left side, reproduces her left buttock and groin pain.======================manufacturer response for vaginal mesh, vaginal mesh (per site reporter).======================awaiting response.